Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that when hemostasis and dissection were performed in the vats procedure, dr. Realized that he could not do grasping and dissection. When reviewing the device, he observed that the active sheet was broken. The missing part of the active leaf is inside the patient, there are still no consequences. The patient did not have to be reoperated, the surgery was extended for 2 hours looking for the piece of metal. There was no prolonged hospitalization for the surgery. There is still no harm reported.